Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003 getinge USA sales, llc 45 barbour pond drive wayne, nj 07470 contact person: (B)(4).

Event description:
It was reported that while the anesthesia workstation was connected to a patient the measured agent concentration was lower than the set. It was reported that the patient awareness level increased. There was no patient harm. (B)(4).

Event description:
Manufacturer's ref #:(B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4). Our field service engineer saved the device logs and sent the device logs for evaluation. No further information how this issue was solved and if any parts were replaced has been received. Evaluation of the device logs show that two cases were started on the date of event. In both cases it can be confirmed that the measured agent concentration was lower than the set agent concentration. The system checkout performed before the cases were started was successful. There is no technical error alarm in the log. With this limited information the cause of the event cannot be determined.